Event description:
It was reported that the remote monitor was hot. The caller was advised that the monitor could be warm but should not be hot to touch. The called stated that the monitor did not feel normal. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.